Manufacturer narrative:
Device passed self-test and displacement test. No unexpected this alarm is generated when a power failure is detected alarm noted during testing. No cracked or broken belt clip slot noted.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is (B)(4) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unable to exit training mode due to bad battery error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they also received a low battery alert. Customer was able to successfully clear the alarm. The customer stated that the insulin pump was unable to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.